Manufacturer narrative:
H3, h6: a software analysis was initiated. Based on the information provided, this does not appear to be software related. Follow-up information confirmed the tracker was bumped, resulting in a transient registration inaccuracy that improved after a repeat spin. Navigation performance was otherwise normal, and no abnormalities were reported during or after the spin. Review of available logs identified no evidence of a software malfunction. Codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after a spin, the calibration was off, requiring another spin to get close. The issue was related to the navigation system. The imaging system was fully functional and not involved. It was noted that the probable cause of the issue was likely related to calibrating the navigation system using the peg board. The tracker was bumped causing an inaccuracy. There was nothing out of the ordinary during or after the spin, or with navigation. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.